Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle lite meter were reviewed, and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified issue with the adc blood glucose meter, after dropping it in the sink. The customer was unable to obtain capillary results after the drop, and subsequently became dizzy with a loss of consciousness. The customer's son provided unspecified treatment. There was no report of death or permanent injury associated with this event.